Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the resection electrode loop partially detached on one side. The electrode was removed from the pt intact. The procedure was completed with a different but similar resection electrode loop. The settings on the electrosurgical unit were bipolar trup 200 cut/120 coag. There was no report of pt injury.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.